Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with the implantable cardiac monitor in backup vvi. Programming changes were made, and the patient was stable. The patient was to be monitored.